Event description:
Qe and r&d performed further review of the data and was found that the reported failure to communicate was most likely due to a memory error in the device. The specific error is suspected to be in the ram and without correction, the device is unlikely to be able to interrogate. The data noted a hard reset was attempted however was not successful as it was still found to be in ¿offtime¿ state. No additional relevant information has been received to date.

Event description:
It was reported by the physician that the tablet programmer and wand would not connect to a patient's generator. Troubleshooting was attempted to minimize electromagnetic interference, ensure proper function of tablet and to ensure interrogation was being done properly however this did not resolved issued. No further information was received. The patient was seen in clinic again and the device was unable to be interrogated and multiple error codes of 350, 128, and 43 during a follow-up visit. It was reported that the following troubleshooting was performed: hard reset was performed on the tablet, sufficient battery was confirmed on tablet and wand, back-up cable was used, soft reset performed on wand, confirmed no electrical equipment near by, placement of generator and wand confirmed, shut down sequence performed with tablet plugged into the ac outlet, the patient was moved to a different room, wand batteries were removed and reinserted, and generator reset was performed. None of the troubleshooting steps resolved the failure to program and the same error codes were being seen. It was indicated that the same issue was seen before and did not resolve with a different programmer. Additional information was received that the last programmed settings were unknown by the physician at it was the first time they were seeing the patient. The sales representative indicated that the physician suspects this issue is related to a device failure of the generator as multiple programming systems have been attempted to be used. The patient is not able to communicate therefore it is unknown if they are able to feel any type of stimulation as they do not react to anything. Review of the log files indicated that some type of communication was received between the wand and generator however the interrogation did not complete suspected to be related to electromagnetic interference based on error code 128 and 350 seen. No known surgery for this specific event is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient was seen in clinic and a generator reset was attempted. Reinterrogation was performed but was not successful. Data was received and reviewed from that visit. The generator only responds to a couple of packets before the interrogation attempt aborts due to additional 128 errors. While the device begins communicating after the reset attempt, the interrogation aborts shortly after due to comm errors. It appears this interrogation was only attempted once. The attempt to interrogate did not make it far enough in the interrogation sequence to be able to determine if the reset attempt was successful or not. No additional relevant information has been received to date.